Event description:
Customer reports intermittent operation of keys. No reported patient involvement. Service representative was unable to duplicate the reported condition. Proper operation of the device was confirmed.